Event description:
Covidien received a report of a patient death. It is reported that the patient was responsive at 10:15 am and was found non-responsive at 10:40 am. The patient was coded at 10:40 am and the patient was never revived. It is reported that the n-395 showed red dashes on the display; that the n-395 audio worked when turned on and off; and that the nurse call worked, but had not alarmed. The max-a sensor was found in the bed under the patient.

Manufacturer narrative:
Customer declined to return the unit for investigation, therefore, covidien is unable to conduct an evaluation on the unit or to review trend data stored in the unit. The customer declined to provide any additional information of the reported incident.